Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c" and "d" cable was severed and missing. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt could not run incoming functionality testing.